Event description:
Heartware patient presents with high watt alarms and hemoglobinuria in the setting of international normalized ratio (inr) 3.9 and dual antiplatelet therapy with aspirin 325 mg + persantine. Lactic acid dehydrogenase (ldh) peaked at 1,209; haptoglobin <10; plasma hemoglobin 22. Heparin nomogram was started, and IV fluids were given to protect against pigment nephropathy. Patient is not a surgical candidate given that this is this patients third left ventricular assist device (lvad) device. This patient is not a heart transplant candidate due to smoking. Over the course of a 2-week hospitalization, ldh decreased and hemoglobinuria resolved. Heparin to coumadin bridge was completed, and patient was again discharged with dual antiplatelet therapy, however persantine was changed to plavix, while aspirin 325 mg was continued.